Event description:
It was reported that post use of a launcher guide catheter, it was removed from the patient and that a small clot of blood was noted on the end of the device tip. The launcher was in the patient for 10 minutes during a routine angiogram. No intervention required as a result of this issue. The patient was not on anti-platelet therapy at the time of the event or was placed on plavix or asa post procedure. There was no evidence of vessel damage and /or thrombus at the location of the gc tip. The patient was only given standard heparin saline flush.

Manufacturer narrative:
Result: thrombus. No root cause can be determined, unable to confirm complaint. Conclusion: thrombus. Kink.

Event description:
Evaluation summary: the launcher guide catheter was received for evaluation. A kink to the shaft was noted 72 cm from the distal tip. Under close visual inspection the catheter had no signs of blood or any other signs showing that the catheter was used. The sales rep had confirmed that the catheter was sterilized prior to return.

Manufacturer narrative:
Evaluation codes: results/conclusion: other - (inconclusive, investigation in progress) (no device returned). (B)(4).